Event description:
This lead was explanted due to dislodgement. Patient was violent when he woke up yesterday after the procedure and dislodged his lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.